Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said last time "they malfunctioned" and further explained that one of the first implants stopped working. The call center was under the impression that the patient meant the implant was not helping control symptoms, but didn't clarify. The call center asked if the patient knew which device was involved with the event, but they didn't know. They noted that this happened several years ago and was all through the manufacturing company so the manufacturing company should have everything. No patient symptoms were reported and no further complications have been reported as a result of this event.